Manufacturer narrative:
Concomitant medical products: product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension; product ID 3389-40, lot# j0120738v, implanted: (B)(6) 2002, product type: lead; product ID 7438, serial# unknown, product type: programmer, patient.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID 3389-40, lot# j0120738v, implanted: 2002 (B)(6); product type lead product ID 7438, serial# unknown; product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was trying to use the remote to check the device status because he walked through a lot of security screening/magnetic theft detector devices and previously the machines had turned therapy off. It was noted that the patient would know if therapy was off because tremors would return. The patient did not think therapy was off but just wanted to check the status. Additional information was requested but had not been received as of the date of this report.